Manufacturer narrative:
(B) (4). The pump has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
A dye study was done and it was determined that there was an issue with the catheter. Exploratory surgery was performed on (B) (6) 2010. No flow was found during surgery, so the catheter was replaced. Before removing the catheter, the physician manipulated it and flow began leading them to believe that there was a kink at the connector from a previous revision where another piece of catheter was placed between the pump pocket and spinal incision. The pump was replaced due to eri (early replacement indicator); based on flow rate, the eri appeared to be normal. There was reported to be no pt injury. The pt recovered without sequela. The device sys was used to deliver compounded baclofen (5000 mcg/ml; 2750 mcg/day).